Event description:
Soft contact lens purchased in 02/2000. Lenses delivered in sealed blister packs, first opened during a trip to france in 2000. Pt experienced intense burning, redness and tearing upon insertion of lenses. Pt needed assistance to remove lenses and could not sleep that night. Dr visited the next day, diagnosed chemical burn, and placed pt on medication.